Event description:
Pt admitted with unstable angina. Required stabilization of medical conditions (see below) prior to surgery. Pt underwent CABG and mitral valve replacement. Procedure lasted almost twelve hours. Pt to recovery room, on maximum doses of epinephrine, levophed, and dobutamine. Required periodic bolus of neosynephrine to maintain b/p. Enroute to rr, levophed pump failed, b/p began to drop. Not responding to neosynephrine. Open cardiac massage done. Pt expired.